Manufacturer narrative:
The devices utilised in this case were implanted in an off-label application in the USA, as the hemi-head (large diameter cocr femoral head) is only approved for use in the USA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (either a bhr acetabular cup or r3 cocr liner).

Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hip, elevated cobalt and chromium levels, exposure to metal debris, fluid accumulations around the hip, tissue damage and necrosis reported.